Manufacturer narrative:
510k: k061876 & k050739 (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Over the previous 2 weeks, the programmer is consistently failing to recognize the reprogramming, necessitating an xray for verification. At present, xrays indicate the programmer is effectively changing to the desired pressure setting, however, the acoustic verification consistently fails to indicate that the shunt setting has been changed. No outpatient consequences, but patients would have to be sent to xray for verification placing additional costs on hospital. Upon reps investigation, it was noted that the acoustic prong, located in the centre of programmer handpiece, is stuck in a depressed position, preventing it from coming in contact with patient skin. Over 5 instances between (B)(6) 2015 and (B)(6) 2015. No specific dates provided. Rep will bring replacement device to account.

Manufacturer narrative:
The instrument was evaluated by the product manager and was found to be functioning properly. A review of manufacturing records was performed and no discrepancies were noted when the instrument was released to stock. The issue reported by the customer could not be reproduced. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.